Event description:
It was reported that the patient¿s family member was not being able to adjust stimulation last night. They finally were able to adjust last night, but were not being able to adjust again today. The device was powered off and it was reviewed to turn the implantable neurostimulator (ins) on before being able to increase stimulation. This resolved the reported issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0ue4g, implanted: (B)(6) 2015, product type: lead. (B)(4).